Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
The patient's generator and lower portion of the lead were removed due to infection at the generator site. The doctor did not know the cause of the infection, and the infection was stated to have presented a few days prior to explant. The rest of the lead was explanted about a month after the first surgery. A review of device history records showed that the implanted generator and lead were sterilized prior to distribution. All other quality tests also passed prior to distribution. No other relevant information has been received to date. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device.